Event description:
It was reported that the patient was not getting an adequate pain relief from the spinal cord stimulator (scs) device. The patient underwent an ipg replacement procedure and was doing well post-operatively. The explanted ipg was not returned as it was kept by the medical facility.